Event description:
The account alleges when the brake is set the brake casters still roll a little. There was no reported injury or incident.

Manufacturer narrative:
The account stated they replaced the brake casters to resolve the issue.